Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle did not move forward when the pod was activated; this indicates a needle mechanism failure. The pod was not worn.

Manufacturer narrative:
The pod was received not deployed. The download data showed that the pod had been deactivated due to an 0x41 alarm during pod operation at pulse 46, indicating an issue occurred with the rotational sensor assembly. The rotational sensor data showed that a second closed-to-open transition with a confirmed open occurred earlier than expected, resulting in first prime ending earlier than expected. First prime ending earlier than expected resulted in the firing flat of the ratchet gear not being lined up with the release bar at the end of second prime, preventing the needle mechanism from deploying as intended. Rerun replicated the rotational sensor abnormalities. Inspection of the drive mechanism found evidence of contamination on the commutator cap. This contamination contributed to the abnormal rotational sensor data that prevented the pod from deploying by the end of second prime and caused the 0x41 alarm.